Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was initially implanted in 2006 with a hgb device due to ossification. A post-operative CT scan showed that only one electrode was in the cochlear. Re-implantation surgery was carried out in 2007. Currently the patient has a partially inserted electrode array, with approximately 6 electrodes inside the cochlear and activated. It was thought that the patient was experiencing intermittency with head movement, however, this does not appear to be the case. The sound seems to be intermittent in terms of hearing or hearing nothing when the processor is put on. The patient is also experiencing fluctuations in volume. Switching out the external equipment has not resolved the problem. Testing has shown that the device appears to be malfunctioning intermittently.